Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated the alarms for low peep. Problems with functionality of the power cable and unstable display have been reported as well. According to the information provided by the technician, the power cable, battery and maintenance kit were replaced. Moreover, the filters have been cleaned. The device was delivered to the user in working condition. Unfortunately, device logs are not completed - there are no records from date of event. However, before the date of event, the records for the 'expiratory minute volume: low' alarms are visible. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator needed repair and preventive maintenance. The logs received from our field service engineer contains expiratory minute volume low alarms. There was no patient harm. Manufacturer ref. #: (B)(4).